Event description:
It was reported that (2) atw45 were used during a lap gastric bypass with roux-n-y-procedure. It was reported by the rep that the surgeon started his procedure utilized atw45 for jejunum and mesentery (vascular reload) takedown. The surgeon used tr45g for the first firing across stomach then tr45b for subsequent firing and bleeding seemed controlled. The anastomosis were both hand sewn double layered and jp drain was put in. Later on that day lots of blood was found in drain and "crit was low", patient re-operated that afternoon and found blood on excluded stomach. The surgeon suctioned blood and oversewed staple line even though there was no signs of dehiscence. The pt received five to six units of blood. The pt was discharged.